Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used in a ureteral stent placement procedure in the ureter performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, it was noticed that the loops were broken right after the stent was successfully placed in the target anatomy location. This resulted in the loops becoming four threads instead of two loops. The torn polaris loop ureteral stent remained implanted in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.